Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on (B)(6) 2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported events is addressed in device labeling: "infection around a breast implant may occur within days, weeks or even years, after surgery. Signs of acute infection reported in association with implants include erythema, tenderness, fluid accumulation, pain and fever. Erythema may also occur as a normal response to expansion. Infection that is unresponsive to treatment may require implant removal. Very rarely, toxic shock syndrome has been reported as a possible complication of breast implant surgery and may also be associated with other types of implant surgery."

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports 7 breasts with adverse event of ¿wound infection¿, grade 3. Article reports ¿reoperations for medical reasons were done in 22 (37%) [patients] (19 [32%] of 91 breasts) in the one-stage ibbr with adm group.¿ there is no way of knowing which treatment was used in these cases. Side unknown. Explant status unknown.